Event description:
The facility reported that "black blood" was observed during a hemodialysis treatment. Transmembrane pressure (tmp) was noted to be fluctuating. The patient was asymptomatic but lost 2.2 kg. The machine showed that only 600 ml. Was removed. Treatment was resumed using a new set up. There was no serious injury or illness.